Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 50 mm, with the 36 mm x 50 mm metal liner, an aml small stature femoral stem, and a 36 mm -2 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort. I also feel extreme discomfort when walking, have been forced to use a cane. Reason for use: degenerative joint disease of the left hip.